Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that each time a cassette is inserted, the pump locks and triggers an alarm: the cassette is not inserted correctly, insert the cassette. Patient involvement is unknown. The device does not recognize the cassettes. The device has also alarmed: cassette inserted wrongly. They attempt re-inserting the cassette. This issue prevents the use of the pump. There is also a broken battery door. This causes the battery door lock to be loose and "threaten to spring off". The issue was reproduced on 2024-03-19. Patient harm is not known but reported as "unlikely."

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal, and a scratched lcd lens. A 'high alarm displayed: cassette not attached properly' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contaminated dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.